Manufacturer narrative:
Device has not been reported as explanted. (B)(6). Device has not been reported as explanted, so it is not expected for return to the manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported no revision procedure has been needed due to this incident; an additional screw was used but the procedure was able to be completed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. This report is for unk locking cap/unknown lot number. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery, while trying to reduce the rod into the screws using the locking cap, the head of the urs screw detached. Surgeon was then forced to remove the screw shaft which had already been inserted into the bone using a removal instrument. A new screw had to be inserted and the rod had to be reduced again. The surgery was prolonged about 30 minutes. (B)(4).